Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/03/2020.

Event description:
The customer reported a touch screen failure. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue. The fse replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested and no abnormality was confirmed.